Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. A leak was noticed when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the physician experienced difficulties while flushing the sheath during a cryoablation procedure. The procedure was completed without replacing the sheath and there were no patient symptoms/injuries related to this event. When the device was returned, dissection showed that the hemostatic valve was leaking; valve was torn. Reportable based on analysis completed on (B)(6) 2013.